Event description:
The recipient has reportedly elected to undergo revision surgery in order to undergo mris with more perceived ease. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed a missing magnet prior to receipt. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.